Event description:
It was reported that during an unknown procedure, there was no power when attempt to fire at the first firing. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Correction: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.